Event description:
The patient had primary knee surgery on (B)(6) 2010. On (B)(6) 2020, the patient came in reporting instability due to a loose patella and tibia. The surgeon revised the femoral component, tibial tray, insert, and patella and added an extension stem and cone. The surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in reporting pain and the cause is unknown. The surgeon opened the patient and found no implants to be loose. He revised the poly (with one of the same thickness; no instability reported) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27 june 2023. Lot 183059: (B)(4) items manufactured and released on 26-jul-2018. Expiration date: 2023-jul-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.